Manufacturer narrative:
On 16 october 2015 it was prepared a final report with the information already submitted in the intial report and in the follow up #1. On 23 october 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 26 august 2015: lot 1411038: (B)(4) items manufactured and released on 02 september 2014. No anomalies found. On 30th july 2015, it was confirmed that the surgeon enlarged the incisions, making an additional cut. Further information received on jul, 31st 2015: "please note that we can not send back those instruments since they are not damaged". On 25 aug 2015 the (B)(4) director made the following analysis: "I have discussed the event with the sales rep. Which attended the case. Fact is that the interface of the tulip and the tower is very stable and fully constraint by means of 8 pins. Means that we would see some failure/damage of at least 1-2 of the pins in particular the once engaging on the proximal tulip if the tower was correctly attached to the screw. He mentioned that he inspected the parts after the case and everything looked ok. This would be a indication that most likely the tower were not correctly attached to the tulip prior to the use. Anyway, I asked him to inspect the towers again in order to confirm the hypothesis. He will have the chance to inspect the instruments next tuesday. The incorrect attached tower could also be the reason why he wasn't able to get the set screw started in the tulip. In such a case it isn't guaranteed any more that the tower/driver is perfectly aligned with the tulip.". The device is working and used.

Event description:
The mis reduction driver didn't allow to perform a satisfying rod reduction, despite the fact that the mis reduction driver was screwed until the mechanical stop was reached. Moreover, although the percutaneous towers seemed to be well assembled to the screw, it disassembled from the tulip due to the screwing of the mis reduction driver, what happened 3 times for 6 screws. The surgeon decided to enlarge the incision, to not use the percutaneous towers anymore but to use the 1-step reducer instead. The surgery was a fixation on two levels (l3-l5) with our percutaneous system.

Manufacturer narrative:
On 07 september 2015 we received back 6 different items of the same code and lot: ref. 03.52.10.0001 / lot. 1411038. Upon request of explanation, on (B)(6) 2015 it was communicated that the surgeon used all of them (6 towers) during the surgery. However, only 3 out of 6 towers didn't work properly. Unfortunately, I cannot tell you which one worked properly and which one didn't. We decided to return the 6 towers for inspection in order to have a complete check. On 08 sep 2015 the 6 items were analyzed by the r&d project manager with the following comment: the parts are not damaged. The explanation to the event is that the percutaneous towers might be not correctly engaged on the tulip prior to the use, because of a incorrect use. An example of "wrong engagement" is shown in the attachment. In such situation, the connection is not stable and it's likely to fail during the manoeuvre. However a "wrong engagement" can be easily recognised, the correct engagement should be visually verified before use according to the surgical technique.